Event description:
The family member of the home pt (hp) reported the hp was overfilled on 4 occasions while using the homechoice cycler for apd therapy. Hp's family member felt that the homechoice cycler was not draining the hp and as a result, the hp was getting filled twice. Review of the hp's program settings revealed the initial drain alarm setpoint had been turned to "off". Follow up with the healthcare professional (hcp) revealed the hp reported to the dialysis center on 4/19 of having difficulties filling and draining during therapy using the homechoice cycler. According to the hcp, the hp brought the homechoice cycler into the dialysis center where the therapy info was reviewed. Hcp states the hp has a last fill volume of 2500ml, which does not drain from peritoneum until the initial drain phase of therapy using the homechoice cycler. Hcp relates there was no pt injury or medical intervention.